Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/30/2014 with the following findings: the display was observed to be dim, fading, and reddish in color. The battery compartment was observed to be cracked on the threads and the battery cap was observed to be stripped. The keypad cover was observed to be peeled off from the base, and the bolus button cover was missing. All of the keypad buttons responded normally to testing. The keypad cover was removed for further investigation and no contamination was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim display, a stripped battery cap, and a cracked battery compartment. This report is made based on results of investigation completed on 07/30/2014.